Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed to deliver normal saline, with a rate of 10ml/hr and delivery was started. At an unspecified time, the device was programmed for piggyback delivery of an unspecified concentration of ancef, at a rate of 50cc/hr and the delivery was started. No further programming parameters were provided. The customer contact reported after 1 hour the volume of solution in the container reportedly did not change. The nurse replaced the tubing set and the delivery was resumed using the same device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.